Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, recon mode targeter malfunctioned missing both proximal screws above the nail (lift push bar broken). After extraction, nail and lag screws were damaged by solid step drill and replaced. A second targeter was used to complete the case with new implants. There was also a problem seating the recon set screw. A flexible screwdriver similar to gamma was requested.